Manufacturer narrative:
The specific processing runs from which sub-optimal processing of patient tissue samples was reported, were not provided. The information provided details that the complainant was "encountering some issues with tissue processing, especially very fatty specimens like colon or breast tissue" and "we are currently using the standard 10-hour xylene protocol for fats on both the peloris machines" with "...specimens are sometimes >5mm..." Following grossing. Section 8.2.1 of the leica histocore peloris 3 rapid tissue processing system user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type and size of the patient tissue samples being processed. Specifically, a 10 hour protocol is not appropriate for processing fatty specimens of >5mm in thickness.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number 45110060 and the following information was documented: "we are currently encountering some issues with tissue processing, especially very fatty specimens like colon or breast tissue. We are looking into all areas to try and fix this problem, including fixation and processing. With regards to processing, we are thinking if we can use graded alcohols instead of just absolute alcohol for processing the tissues, it may help to some extent. I will need your help in this regard please. We are currently using the standard 10-hour xylene protocol for fats on both the peloris machines." On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) documented the following additional information: "per customer, concerns are with placenta, breast, and colon resections stating, ...'when the tissues are not fixed or processed well enough, it is difficult to get a good, full section'. Due to combination of pa and resident grossing, specimens are sometimes >5mm...". On (B)(6) 2022, leica biosystems melbourne received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.